Event description:
As reported by the user facility: infusomat pump infused drug in half the time programmed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report (B)(4). The device was not returned for evaluation but logs were provided for review. The log review shows on (B)(6) 2023 and 5:58pm an infusion start of 265ml/hr and 1 hour. At 6:52pm an air alarm occurred stopping the infusion with a volume infused of 240.56ml. No further infusions took place that day. The reported defect was not confirmed. Further investigation of the complaint is not possible without a device for evaluation.